Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during craniotomy, needle breakage occurred when the doctor gripped the needle tip. X-ray was also performed, and nothing remained in the patient cavity. The part fell into the patient's cavity and could not be retrieved. Less than 200 cc of bleeding occurred and surgical time was extended by less than 30 minutes as a result of the issue. The procedure was completed with another device.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the opened samples noted one broken needle tip. Upon microscopic inspection, instrument marks were observed near the break site. As no sealed samples were returned, a bend moment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a review of the device history record was not performed. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end or the tip could cause bends or breaks, or damage the connection between the needle and suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.